Manufacturer narrative:
MFR ref no.: (B)(4). Baxter evaluated the device and found that the motor mount screws were all severed. This is a known contributor to system error 105 alarms. The motor assembly (including screws) has been replaced to correct this condition.

Event description:
During review of the event history log system error 105 was discovered. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.